Manufacturer narrative:
Additional information has been received after the initial report was submitted. The additional information has been provided with this report. In addition, we have also included the failure analysis results. Please see below. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and unexpected restart error test. All operating currents are within specification. The off no power alarm functioned properly. During visual inspection, no cosmetic damage was noted. The insulin pump was received with battery in the battery tube.

Event description:
Medtronic legal received additional allegations regarding the customer's passing from the attorney of the family. The information received on (B)(6) 2016 stated the following - reporter alleges: "on or about (B)(6) 2014, the customer was shipped an insulin pump which did not have all the features and functionality anticipated by the customer's physician. Among other missing features, the insulin pump did not have the ability to automatically shut off when low blood glucose levels were detected. On or about (B)(6) 2014, while using the insulin pump, the customer was found unconscious in his home, received emergency healthcare, and was diagnosed with hypoglycemia caused by over delivery of insulin, diabetic coma and acute encephalopathy, among other injuries. The insulin pump did not warn the customer and did not shut off when his blood glucose was low. As a result of complications of the injuries the customer passed away on (B)(6) 2015."

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the legal representative of the decedent's family that on (B)(6) 2014 the customer was found at home, unresponsive. The paramedics were unable to obtain a blood glucose reading and the customer was admitted to the intensive care unit with severe hypoglycemia and seizures; this resulted in altered mental status. The customer died of complications on (B)(6) 2015.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.